Manufacturer narrative:
(B)(4).

Event description:
Information was received from consumer regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. Indication for pump use was non-malignant pain and failed back surgery syndrome. The patient stated that her pump stopped working. The pump would stop working and the patient would go through withdrawal. The patient would go to the doctor and the doctor would check the pump and tell her everything was working fine and send the patient home. The event occurred on an unknown date in 2014. Event outcome was not provided. Additional information has been requested but was not available at the time of this report.